Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a medical procedure using a neuron max 6f 088 long sheath (neuron max). During the procedure, the physician noticed some bubbles coming from the distal end of a neuron max and realized that the neuron max was pierced; therefore, it was removed. The procedure was completed using a new neuron max. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the distal tip of the neuron max was fractured. The packaging tape was intact on the packaging card. The packaging mandrel was unsecured from the packaging tape. A bend was present along the length of the device. The neuron max was damaged, and therefore, functional analysis was unable to be performed. Conclusions: evaluation of the returned neuron max revealed a device with a damaged distal atraumatic tip. If the packaging mandrel is unsecured from the packaging tape during retraction of the device from the packaging, the neuron max may become pinned between the packaging mandrel and the packaging tube. If the neuron max is forcefully retracted while pinned, the distal atraumatic tip will likely become damaged. Further evaluation revealed a bend along the length of the device. Based on returned condition and the reported complaint, the bed is likely incidental to the case and may have occurred during packaging for return to penumbra. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.